Event description:
On 11/8/97 the account rec'd an aberrant false negative result for bhcg, which was run on the axsym analyzer. The sample was initially run neat, giving a result of 0.89 miu/ml, followed by a 1:10 dilution which gave 242.8 miu/ml. The sample was then retested neat and with a 1:10 dilution, giving 281 miu/ml and 273 miu/ml respectfully. According to the account, the sample was run fresh and all controls were within range. The aberrant result was not reported. Review of maintenance procedures with the account revealed that only priming and flush are done as maintenance on saturday mornings.

Manufacturer narrative:
Complaint evaluation: codes 100, 200, 68 - additional info was requested and received from the account. The info provided was reviewed, however, a definitive causative agent could not be determined for the erratic result. Analysis of complaint trending was also performed as part of the investigation. There were no adverse trends observed in either 12 months overall complaints verus axsym analyzer or in pt results complaints against the analyzer. This is the final report.